Event description:
A ¿replace sensor¿ error message was reported with the abbott diabetes care (adc) device, and the customer was unable to obtain readings. Prior to the medical event, the customer was able to obtain a sensor scan result of 20 mg/dl, and then the product problem occurred. As a result, the customer experienced hypoglycemia, a seizure, and a loss of consciousness, and was able to self-treat with a glucagon pen. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated and no physical damage was observed on sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Sensor state 5 with event logs 3 and 4 are an indication of normal termination of the sensor without any error. Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Perform sim vivo testing (simulation of the electrical signal produced by the sensor tail) and poise voltage testing. All results were within specification. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics. No malfunction or product deficiency was identified. Therefore, this issue is not confirmed. An extended investigation has been performed for the reported complaint. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kits passed all tests prior to release and there was no indication that the product did not meet specifications. All pertinent information available to abbott diabetes care has been submitted.